Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a line of dirt on the side of the syringe. To aid in the investigation, one sample with two empty packaging blisters, one from lot 3297388 and one from lot 3297391, were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, possible lots 3297388 and 3297391. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received 1. Any adverse event or serious injury reported to patient or healthcare professional? No, defect was noted and product was not used. 2. Was there a delay of, or change in, the course of treatment due to the event? Very slight delay as a new syringe obtained and propofol drawn up. 3. Any sample or photo available for investigation? Yes, see attached for image and will return syringe using shipping label. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? N/a. 5. How was treatment completed for customer? Used new syringe and new propofol vial. 6. Patient status? N/a. 7. Any picture of this complaint? Yes, see attached. 8.shipping label? Received today. Will send out next week. Material#: 302830 batch#: 3297388 or 3297391. It was reported via med watch that bd 20 ml syringe found with discoloration of plastic. Anesthesiologist pulled up propofol into syringe and noted what looked like a line of dirt on the side of the syringe. After expelling propofol this appears to be ink or some other markings in the syringe body. Lot# 3297388 or 3297391. Verbatim: rcc received a complaint via email. Bd 20 ml syringe found with discoloration of plastic. Anesthesiologist pulled up propofol into syringe and noted what looked like a line of dirt on the side of the syringe. After expelling propofol this appears to be ink or some other markings in the syringe body. Lot# 3297388 or 3297391.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302830 batch#: 3297388 or 3297391 it was reported by customer that bd 20 ml syringe found with discoloration of plastic. Anesthesiologist pulled up propofol into syringe and noted what looked like a line of dirt on the side of the syringe. After expelling propofol this appears to be ink or some other markings in the syringe body. Lot# 3297388 or 3297391 additional information: any adverse event or serious injury reported to patient or healthcare professional? No, defect was noted and product was not used. 2. Was there a delay of, or change in, the course of treatment due to the event? Very slight delay as a new syringe obtained and propofol drawn up. 5. How was treatment completed for customer? Used new syringe and new propofol vial.